Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.

Event description:
Legal representative reporting " device fully dissolved, several ¿silicononomists¿ (a sclerosing lipogranuloma), and silicone leakage. Device has been explanted. This relates to the right side.

Event description:
Legal representative reporting " device fully dissolved, several ¿silicononomists¿ (a sclerosing lipogranuloma), and silicone leakage. Subsequent, surgical report identified "post ablation of right breast due to breast cancer, status post ablation of left breast to achieve symmetry with bilateral expander placement". Device has been explanted. This relates to the right side

Manufacturer narrative:
H.6 continued: f2203.